Event description:
Event determined to be reportable based on analysis approved 06/14/2007: it was reported that during a percutaneous coronary interventional (pci) procedure, the catheter was unable to cross the lesion. The lesion was located in the distal left anterior descending (lad) artery. The 2.50mm x 24mm taxus liberte stent delivery system was advanced, however, the catheter was unable to cross the lesion. It was not known how the procedure was completed. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed proximal stent damage. Two of the stent struts on the second row from the proximal end were raised and misaligned. One stent strut was slightly raised on the fourth row from the proximal end. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guide wire was inserted through the guide wire lumen with no restrictions noted. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.